Manufacturer narrative:
Visual analysis was performed on the returned product. The retraction issue was not confirmed. The reported tear to the retrieval catheter was not confirmed; however, there was damage noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation determined that the reported difficulty was due to case circumstances. The reported resistance with the retrieval catheter and damage to the distal end was likely the result of interaction with the lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous right internal carotid that was 85% stenosed. During retrieval of the emboshield nav6 filter, resistance was felt with the retrieval catheter. The retrieval catheter was used to successfully retrieve the filter and it was then noted that the retrieval catheter tip was torn. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.